Event description:
Boston scientific crm received information that the patient with this right atrial (ra) lead indicated that their implant site was warm to the touch. Technical services (ts) inquired if the patient was experiencing pain, red, swollen, sore or any leakage from the implant site; however, the patient indicated the only symptom was the warmness to the touch. Ts recommended the patient contact their physician. No adverse patient effects were reported. Additional information for the local field representative confirmed that this patient did not have an infection. The device was checked and functioning appropriately.